Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this patient had a laryngospasm following induction testing. The laryngeal mask was removed and a ventilation tube was inserted to prevent resuscitation. No additional adverse patient effects were reported.